Event description:
It was reported that the patient was treated with meropenem.

Manufacturer narrative:
Section a2 age: corrected. Section b5 describe event or problem: treatment was corrected. Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed a pseudomonas driveline infection, identified via cultures. The patient was treated with pseudomonas.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.